Event description:
Customer reported a motor error alarm which she could not clear. The blood glucose reading was 111 mg/dl. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm but stated that she was unable to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.